Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she wanted to have her ins removed because it was ¿causing a lot of discomfort¿ and because she ¿didn¿t think it was working.¿ the patient clarified that it ¿has always been uncomfortable¿ but stated that now it felt like ¿scar tissue tearing.¿ the patient also reported that she had noticed that it wasn¿t helping the area it was intended to help and stated that it felt like it was ¿making it worse.¿ the patient clarified that there was ¿one spot un my upper back that it will not help.¿ the patient reported that she had stimulation set at 0.2. The patient reported that she hadn't charged her ins in ¿about 3 months¿ due to this and on the call she was getting the no device found screen on the controller. The patient reported that she had met with a manufacturer¿s representative (rep) to have her device readjusted due to these issues. The patient reported that these issues first started since implant. No further complications were reported. Additional information was received from a patient (pt). It was reported that the pt's ins has been off for the past 3 years and pt recently attempted to charge their ins and enable MRI mode, but the controller will not communicate with the ins. Caller inquired on how to proceed with an MRI. Caller did not have any further details and was not with pt at the time of call. Technical services (tss) reviewed information and recommended that pt contact patient services for further assistance. Patient called back and was extremely rude and escalated. Patient noted they had their device turned off for 3 years and was scheduled to removed the implant. Agent asked patient to grab their recharger and patient started getting escalated and noted they were able to charge their implant and never had a recharger. Agent was about to review shipping information then patient then found the recharger. Patient plugged the recharger and got no device found. Patient pressed recharge and got (B)(6) 2012 on the trying to recharge screen. Patient placed the paddle away from the implant and got (B)(6) 2012, (B)(6) 2012, then (B)(6) 2014 when they placed the paddle over the table. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.